Manufacturer narrative:
During the external inspection of the pod, discoloration was noted over the middle battery. Upon opening the pod, corrosion was confirmed to surround the middle battery and clip. The pod was wiped down with an alcohol solution, but a connection with the master pdm could not be made. The soft cannula was closely examined, and a tear/leak was found within the unexposed region. This caused the middle battery to leak/corrode, which caused damage to the pcb where data could no longer be downloaded. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings . Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 494 mg/dl while wearing the pod for longer than 48 hours on the abdomen. As treatment, manual injections of insulin were delivered after the event. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).